Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that customer reported kit was missing needle and the cap and the valve was bent/defective. Verbatim: pi-is- verbatim: I was out half of last week but when I came back today my team members said they had some issues with one of the pleural pleurx kits. The tray was missing the needle ( to place drain) and the cap ( we have spares so they just dropped one). They mentioned that the connection valve to the pleurx itself was bent of some sort? Unfortunately it was not realized until it was already placed, they were still able to drain the patient thank goodness.

Event description:
It was reported that customer reported kit was missing needle and the cap and the valve was bent/defective. Verbatim: pi-is- verbatim: I was out half of last week but when I came back today my team members said they had some issues with one of the pleural pleurx kits. The tray was missing the needle ( to place drain) and the cap ( we have spares so they just dropped one). They mentioned that the connection valve to the pleurx itself was bent of some sort? Unfortunately it was not realized until it was already placed, they were still able to drain the patient thank goodness.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.